Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with an insulin syringe. The customer reports that the needle broke in the rubber cap of the vial. The needle is now inside the vial of the can insulin.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.